Manufacturer narrative:
The device involved in the event was not available from the hosp to return for investigation, as was previously reported. However, previous tests of the ca300 for cannula breakage determined that brekage could only be duplicated in co's laboratory when the device was repeatedly inserted and removed from the injection port, contrary to the directions for use.

Event description:
Customer reported that the cannula of the ca-300 broke off when a nurse attempted to insert it into the injection port on an abbott primary IV administration set. This occurred in ER. No pt injury.